Event description:
The facility reported a colleague infusion pump with a failure code 39:209:1924:0002. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however, it is known that it occurred in the surgical department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of failure code 39:209:1924:0002 was confirmed during product evaluation. This condition was found in the pump's event history but not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A device history record review was performed, and during manufacturing the pump was without buzzer sound. Rear inverter harness was re-inserted and pump passed subsequent testing. The device has not been previously sent into service for the reported condition of "failure code 39:209:1924:0002". Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.